Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached outside of the pt at 163,214 joules. Per the customer, the fiber cap detached while the physician was cleaning the fiber tip. No pt injury was reported.